Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events reported for the manufacturing lot. A review of the x-ray and picture of the devices were performed by the consulting clinician and indicated that the possible failure was at the stem component junction on the femoral side. However, the event could not be confirmed due to the minimal information received. Additional information such as device evaluation, and operative reports for clarification of event description and findings are needed to confirm the root cause of the reported event. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Triathlon ts components were removed due to infection.

Event description:
Triathlon ts components were removed due to infection.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon femoral distal augment 5mm - size 5 left; cat# 5540-a-501; lot# dfpj, triathlon femoral distal augment 5mm - size 5 left; cat# 5540-a-501; lot# dyyz, tri post augment sz5 5mm; cat# 5543-a-500; lot# dzvw, tri post augment sz5 5mm; cat# 5543-a-500; lot# fowv, tri lm/rl tib aug sz5 10mm; cat# 5546-a-501; lot# n5l33l, tri rm/ll tib aug sz5 10mm; cat# 5546-a-502; lot# n3t95f, tri ts femur sz5 left; cat# 5512-f-501; lot# fgfw, tri press-fit stem 15mm x 100mm; cat# 5565-s-015; lot# m6n27ai, tri press-fit stem 18mm x 100mm; cat# 5565-s-018; lot# m5l09l, triathlon total knee system offset adapter 4mm; cat# 5570-s-040; lot# m6m14e, triathlon total knee system offset adapter 8mm; cat# 5570-s-080; lot# m5l19ah, tri ts baseplate size 5; cat# 5521-b-500; lot# hmbs. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.